Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation exhibited clavicular crush damage at 23.2 cm to 23.4 cm from the connector pin. The outer coil was fractured at 24.0 cm from the connector pin due to clavicular crush damage. The outer insulation was abraded at 41.2 cm to 41.3 cm and at 44.8 cm to 46.3 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.